Event description:
It was reported that a patient underwent a hernia ipom repair procedure on (B)(6) 2011 and mesh was used. The patient developed a recurrent hernia. During the reoperation on (B)(6) 2012, it was noted that the mesh was not incorporated into the tissue. The mesh had slipped into the hernial sac. The mesh was removed at that time and a different mesh was used to complete the repair. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. It was reported that the patient presented on (B)(6) 2012 with a bulge above the umbilicus. The mesh was explanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. A histological examination revealed both sides of the mesh are covered with peritoneum and hence the mesh did not incorporate into the abdominal wall. It is very likely that too large distance of the fixation points caused the mesh to not lie tightly enough at the abdominal wall.